Event description:
The patient stated that she was hospitalized due to low bgs of 31 mg/dl. She stated that she was very disappointed in the sensors, and has since stopped using them. The patient stated that she treated with the pump based on a sensor glucose reading of 91 mg/dl, without first confirming with a fingerstick reading. The patient stated she is a very brittle diabetic, and she almost died due to this. The patient was advised never to treat based on sensor glucose readings, and to always confirm with a fingerstick reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.